Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had pump error alarm and the pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump error was saying insert battery. It was reported that the customer could not clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, fault isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.